Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) replaced the precision pump assembly, and adjusted pipettor ultrasonics. The fse verified instrument voltage was meeting instrument specifications. The fse also verified vacuum pump operation and adjusted the mixer motor speed. After the repairs the fse verified that the instrument was meeting published performance specifications. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date. MDR associated with this event: 2122870-2011-02641, 2122870-2011-02642.

Event description:
The customer reported that imprecise human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp) results were generated on the access 2 immunoassay system for an unknown number of patients. This is report two of two and represents the generation of imprecise, positive afp results from an access 2 immunoassay system which repeated as positive, but were outside of stated afp assay precision claims. The results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. No initial or repeat afp patient results were provided by the customer. No specific patient information, system information or sample handling/collection information were provided by the customer.